Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "Circuit occlusion with the respiratory circuit while on a patient no harm, switched out to another vent, alarms both audible and visual. The vent apparently stopped ventilating and when vent removed the respiratory therapist put a test lung on it and it still had a circuit occlusion. Vent was sent to biomed. [Name removed] is going to do some investigating on the transducers when they are cold as when he first turned the vent on and used his test circuit everything worked without no notable issues. When he put the disposable circuit being used in respiratory care the unit alarmed intermittently circuit occlusion. He called us and then the unit stopped alarming and was working properly no more alarms. He will check for transducer drift."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. The carefusion technical support specialist provided the user facility with several troubleshooting recommendations. In addition carefusion senta letter via email to the user facility seeking additional information concerning the reported event and the condition of the patient. As of february 21, 2015 the user facility has not responded to the letter nor have they provided information regarding their troubleshooting results.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as 01/23/2005. It should have been reported as 01/23/2015 the information for this follow-up report was noted on 10/28/2015. Correction: device was in use on a patient when the malfunction occurred. The device ¿required intervention to prevent permanent impairment / damage¿ information redacted from initial MDR, submitted in error. Should be coded as serious injury given medical intervention was required to preclude serious injury or death.